Event description:
It was reported that a patient underwent an unknown spinal procedure. Sometime post-op, a revision was done to extend the construct. However, during the revision, it was noted that fusion had occurred so there was no need to extend the construct. During the revision, it was reported that the tip of the driver broke. No patient complications were reported and no further details are known at this time.

Manufacturer narrative:
(B)(4). Analysis of the returned device shows that the t25 tips are broken and twisted in the setscrew untightening direction corresponding to the setscrew removal. The broken portions were not returned for analysis. The twist and the breakage of the t25 tips are consistent with overloading applied to the drivers during the removal of the setscrews. This may happen when the setscrews are stuck in the bone screws due to tissue or bone. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.